Event description:
Admitted for treatment of shocks received from implanted cardiac defibrillator which were occurring in normal sinus rhythm. A medtronic pulse generator, ventricular lead and svc lead were explanted.